Manufacturer narrative:
Evaluation summary: in this case, the patient's body fluid adhered to the tip of the treatment instrument solidified (physical phenomenon associated with the procedure), but the user did not remove it. Therefore, the current between the electrodes was interrupted. When the solidified foreign matter was removed, electricity was supplied without any problem. The product has no defects.

Manufacturer narrative:
This device is not distributed in us. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When esd was stopped, the target site was gripped with this product and electricity was applied, but electricity was not applied. This event occurred at the time of during use. There was no report of patient harm.